Event description:
It was reported that in 2008, the capture threshold was 3.5 v in the unipolar and 4.5 v in the bipolar configurations. Therefore, the device was programmed to the unipolar configuration. Six months later, it was found that sensing threshold had decreased from 12 mv to between 3.5 and 4.0 mv. An x-ray revealed that the lead was bent under the collar bone. The lead was explanted.

Manufacturer narrative:
Final analysis found damage to the proximal insulation between 27.7 cm and 30.2 cm from the connector pin due to clavicular crush.